Manufacturer narrative:
During testing, was unit unable to prime during the prime/delivery test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Motor passed motor test. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 150 mg/dl. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.